Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead dislodged one day post implant. The rv lead exhibited increased high pacing threshold and abnormal varying within range pacing lead impedances varying from 700 ohms to 1400 ohms and the chest x-ray confirmed a micro-dislodgement. Early surgical intervention was performed to replace the lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead dislodged one day post implant. The rv lead exhibited increased high pacing threshold and abnormal varying within range pacing lead impedances varying from 700 ohms to 1400 ohms and the chest x-ray confirmed a micro-dislodgement. Early surgical intervention was performed to replace the lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.